Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 02-mar-2020, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(4), ubd: 17-may-2019, UDI#: (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 21-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient along with non-mdt devices for the chevar endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported the patient was due to attend a follow up CT approximately 15 days post index procedure, however, the site was then informed of the patient¿s death. It was reported that during the baseline screening the patient had suspected colon cancer. As per the investigator, the cause of the event is currently unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
It was reported the death has been assessed by the site as having a possible relationship with the endurant and a causal relationship to the index procedure if information is provided in the future, a supplemental report will be issued.